Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump alarmed failed self-test. Customer blood glucose reading was 6.5 mmol/l. Troubleshooting was performed. Customer states the alarm did not happened during rewind and prime process. The alarm occurred during testing. Error table reads replace the insulin pump. Customer was advised to discontinue from the insulin pump and revert to a backup plan per healthcare instruction. Insulin pump will not be returning for analysis.